Event description:
Laser fiber test failed x2 with 2 different fibers (same lot#). The vendor was consulted and advised testing a different fiber. This fiber passed. To avoid possible waste of a fiber on that laser, a second laser was brought into the room and used for the case. The fiber (different lot#) passed the test on the second laser. There was a delay of about an hour while laser testing was done and confirmed. Lot # of 2 failed fibers - og231017aa. Inventory was checked for this lot # and 4 more fibers were found and removed from inventory for further investigation. Staff called omni-guid rep called in operating room [redacted name] from the operating room. He advised testing a different fiber (an oto fiber) to see if it worked. It did. The assumption was that the 2 elevate fibers that failed were from a bad lot number (they were from the same lot). It was decided by everyone in the room to use a different laser (to avoid possibly wasting a third fiber). The third fiber (different lot# confirmed by the apsm, but I don¿t have that info). It was not possible to test the fibers on the other intelliguide model of the laser because the tanks were empty and once the fibers are removed from the intelliguide laser, the laser senses that they have been used. We did not take the time to test them on the older model omniguide which is what they ended up using for the case. [Redacted date] (B)(6) emailed rep asking: did you confirm this is a ¿bad lot¿? If so, will you be issuing a recall? As you know, removing product locally from one lot does not protect our organization from getting the same lot number into the same/other sites at (B)(6). I have recommended our site reach out to you to confirm what they should do with product that remains on that site in that lot number. There is concern now that there has been a mention of the lot possibly being defective. To reinforce, local replacement is not an option if the lot number is defective. Please advise on next steps. Manufacturer response for laser fiber, elevate, elite ent fiber (per site reporter) staff called omni-guid rep called in or [redacted name] from the operating room. He advised testing a different fiber (an oto fiber) to see if it worked. It did. The assumption was that the 2 elevate fibers that failed were from a bad lot number (they were from the same lot). It was decided by everyone in the room to use a different laser (to avoid possibly wasting a third fiber). The third fiber (different lot# confirmed by the apsm, but I don¿t have that info). It was not possible to test the fibers on the other intelliguide model of the laser because the tanks were empty and once the fibers are removed from the intelliguide laser, the laser senses that they have been used. We did not take the time to test them on the older model omniguide which is what they ended up using for the case. [Redacted date] (B)(6) emailed rep asking: did you confirm this is a ¿bad lot¿? If so, will you be issuing a recall? As you know, removing product locally from one lot does not protect our organization from getting the same lot number into the same/other sites at (B)(6). I have recommended our site reach out to you to confirm what they should do with product that remains on that site in that lot number. There is concern now that there has been a mention of the lot possibly being defective. To reinforce, local replacement is not an option if the lot number is defective. Please advise on next steps.